Event description:
Pt revised because of loosening of tibia and patella

Manufacturer narrative:
Eval was not possible, as the prods were not returned. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening based on the provided info. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated. Should add'l info be rec'd the investigation will be reopened. Depuy considers the investigation closed.